Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized for a high blood glucose exceeding 600 mg/dl due to a bent cannula. The customer began to vomit. The hospitalization occurred on (B)(6) 2016 over a span of two days. The patient was treated via insulin pump therapy and manual insulin injection. The insulin pump will be returned for analysis.